Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to chemotherapy treatment the device was flushed and the patient complained of pain. The operator alleged that there may be a subcutaneous leak, so the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review : a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI p port isp - groshong catheter was returned for evaluation. Visual inspection identified a split at the 15 cm depth marker. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure are smooth rounded split edges, buckling inwards, and an I-shaped split. Therefore, the investigation is confirmed for flexural fatigue. The root cause is determined to be related to clinical conditions. Flexural fatigue is known to occur due to repeated kinking in the catheter while implanted. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k device evaluated by MFR; (results and conclusion)

Event description:
It was reported that prior to chemotherapy treatment the device was flushed and the patient complained of pain. The operator alleged that there may be a subcutaneous leak, so the device was removed. There was no reported patient injury.